Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
Boston scientific (bsc) received information from the patient's family indicating that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a mini-stroke and they inquired if it was due to the device. The patient was referred to their physician. The patient's family later reported that the patient had been hospitalized. Additional information from the facility indicated that the patient experienced a transient ischemic attack (tia). On (B)(6) 2021, the patient had a transient facial droop and slurred speech. A head computerized tomography (CT) scan was performed, which was normal. The patient was started on dual anti-platelets and discharged, and the patient's physician did not identify any direct cause of the tia. It was also reported that the patient did not have any history of atrial fibrillation (af) or any other history/indicators for stroke other than hypertrophic cardiomyopathy with apical aneurysm, and the patient was only taking aspirin as a primary prevention. The patient was then admitted the next day due to the inappropriate therapy, which the facility noted was likely caused by air inside the header. The device was reprogrammed to the primary sensing vector. The patient was very anxious so the health care professional (hcp) requested the device to be programmed off for four weeks.